Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 860 mg/dl and a high ketone level. Reportedly, the cartridge was leaking from the patient line. Additionally, it was reported that air bubbles were observed in the infusion set tubing and the insulin being used was cloudy and murky. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 5/29/22 with the issue resolved and no permanent damage.